Event description:
On (B)(6) 2013, it was reported that this programming system failed to communicate with a generator; however, another programming system was used successfully. Attempts for additional information have been unsuccessful.

Event description:
The programming system was returned on (B)(4) 2013 and underwent analysis. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis for the wand showed that no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that, several weeks prior, problems were encountered with programming several implanted devices in theatre. The problem was resolved by manipulating the black serial cable. A previous issue with the serial cable was reported in (B)(6) 2011; however, this was determined to be due to loose connections. At that time, once connections were tightened, the issues resolved.

Event description:
Additional information was received that troubleshooting was performed. The device was found to have no charge, so it was plugged in for 20 minutes, and interrogations, programming, and system diagnostics were performed without any problems. The charging indicator bar, found under "user preferences" was flashing erratically at about the 50% mark. The system has not been returned to date.